Event description:
Technician alleged that the bed had no trendelenburg function and no manual pump action.

Manufacturer narrative:
Technician found the pins in the gas cylinders not operating and a broken threaded screw on the pump cylinder. Technician replaced the pins for the gas cylinders and the screw on the pump cylinder to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.